Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred. Blood glucose level was 85 mg/dl. The customer was able to complete the cartridge change process and continued using the pump for insulin therapy.